Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, the surgeon went through two devices and neither of the devices provided acceptable seals. Both devices resulted in bleeding of less than 250cc following seals. There was no regrasp alarm, but with end tone. The generator had inconsistent and incomplete seals. Another hand instrument was used successfully with the same generator. There was no patient injury.